Manufacturer narrative:
Concomitant medical products: setroxs53 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post-pace. The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.